Event description:
Per the clinic, the patient underwent an MRI for an unrelated medical issue "on or around" (B)(6) 2012. It was reported that this MRI took place without removal of the internal magnet or placement of a head wrap. Subsequently, the patient experienced skin flap breakdown over the implant site (date not reported). The patient has been prescribed oral and topical antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgement; the patient will undergo revision surgery (date not reported) to correct placement of the magnet. This report is filed (B)(4) 2013. Implanted device remains.